Event description:
Boston scientific received information that this product was part of a system scheduled to be explanted due to a patient infection and pocket erosion. There was no report of adverse patient effects.

Event description:
Information was later received that this lead was explanted due to infection. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.